Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right cross brace broke where the bolt goes through when transferring into the chair.